Event description:
It was reported the patient was experiencing high impedances from his scs system. An sjm representative met with the patient but was unable to provide effective stimulation through reprogramming. Additional information received identified x-rays were taken but did not reveal any anomalies. The patient underwent surgical intervention on (B)(6) 2014 during which, the patient's scs lead was explanted and replaced.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.